Event description:
It was reported that during a prostate procedure the physician attempted to use a surgical fiber and "fiber port overheated" message was observed. "Fiber port overheated" message was observed again with a second fiber. The procedure was completed "another way without the laser and there were no other issues". It was noted that there were no patient/user complications. Patient outcome: ok.

Manufacturer narrative:
Service in the field was performed on november 02, 2016 and november 30, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on december 06, 2016. Product evaluation: the resonator was evaluated on december 14, 2016 and noted that the reported issue of "fiber port overheating" was confirmed, coupler cable assembly was noted burnt and pins were corroded; coupler lens was unclean on output side. The coupler cable assembly was replaced, coupler lens was cleaned, resonator power was repealed and a new test report was completed. Probable root cause: based on the analysis report, the root cause was determined to be coupler cable assembly and unclean coupler lens.

Manufacturer narrative:
Service repair/ system analysis on november 02, 2016 and november 30, 2016: the reported issue of "fiber port overheat" was confirmed while fiber couple over temperature after 30 seconds in vapor mode was noted. New resonator was ordered. The resonator was replaced on november 30, 2016. The calibration was checked, rf flow was checked and console ready for use was noted. The replaced resonator s/n (B)(4) was received at the manufacturer on december 06, 2016.

Manufacturer narrative:
On november 11, 2016 a loaner laser ((B)(4)) was shipped to the account for use until (B)(4)can be repaired.